Manufacturer narrative:
Further information from the reported regarding the event has been requested. No further information available at this time. The event of incorrect placement is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported the incorrect placement of a xen 45 gel stent in patient's left eye. Device remains implanted.